Event description:
The physician was coiling the larger of two aneurysms in the internal carotid artery (ica) cavernous segment. The coil was advanced past the flourosaver markers, but the coil was not visible under fluoroscopy. The physician advanced the coil until he was almost at the end of the delivery wire and noticed ¿something was wrong¿. An attempt was made to withdraw the coil but the coil and microcatheter(subject device) had to be removed from the body. While being withdrawn, the microcatheter broke into two pieces. The coil was noted to be ¿bunched¿ in the proximal segment of the microcatheter and these were removed from the patient. Half of the microcatheter remained in the aneurysm. In order to retrieve the remaining microcatheter fragment, the physician used surgical clamps to clamp the guide catheter down on the end of the microcatheter that remained inside the patient. He was successfully able to secure the catheters with the clamps and remove the microcatheter as he removed the guide catheter and sheath. There was no reported clinical consequence to the patient.

Event description:
The physician was coiling the larger of two aneurysms in the internal carotid artery (ica) cavernous segment. The coil was advanced past the flourosaver markers, but the coil was not visible under fluoroscopy. The physician advanced the coil until he was almost at the end of the delivery wire and noticed ¿something was wrong¿. An attempt was made to withdraw the coil but the coil and microcatheter(subject device) had to be removed from the body. While being withdrawn, the microcatheter broke into two pieces. The coil was noted to be ¿bunched¿ in the proximal segment of the microcatheter and these were removed from the patient. Half of the microcatheter remained in the aneurysm. In order to retrieve the remaining microcatheter fragment, the physician used surgical clamps to clamp the guide catheter down on the end of the microcatheter that remained inside the patient. He was successfully able to secure the catheters with the clamps and remove the microcatheter as he removed the guide catheter and sheath. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record could not be performed as the lot number of the device is unknown. Visual analysis of the returned device noted that a 71cm long section of the catheter was returned. The hub was not returned and had been detached fro the proximal shaft. Several kinks were noted along the length of the catheter shaft. Functional analysis was performed using a 0.0158" mandrel and friction was experienced at the kinks. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.